Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: although the system has several methods for detection of wbc contaminations, some events may elude the detection capability of the trima accel system. The following events can occur during the procedure and may contribute to elevated wbc content in the platelet product that the system cannot always detect. A majority of the time, these events will not contribute to elevated wbc content: ¿ multiple alerts or flow adjustments that stop/slow the pumps, disrupting the steady-state collection process ¿ large discrepancy in entered versus actual donor information ¿ plasma line occlusion or air block that was not large enough to be detected by the system ¿ if the configured platelet concentration during collection is above approximately 3500e3/ul, it is possible that an inaccurate platelet yield scaling factor (ysf) configuration can cause the platelet concentration to exceed the lrs chamber holding capacity due to collecting a higher than expected platelet yield additionally, it is possible that the cause is related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to: a higher donor bmi, a donor pre-wbc count that is above the trima accel system expectation, larger than average donor platelet size, and/or smaller than average donor wbc or rbc size.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #:(B)(6). The platelet collection set is not available for return because it was discarded by the customer.